Event description:
It was reported this was an arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred with the first proglide device in the lcfa. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The first proglide device in the rcfa was successfully placed. During deployment of the second proglide device in the rcfa, a cuff miss occurred. The suture of one new proglide device was successfully pre-placed in the rcfa. The sheath was upsized to 18f at each access site and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at each access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.